Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. The pump was not replaced as it is out of warranty. Further information regarding the customer or event was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.